Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer septal occluder met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a 12 mm amplatzer septal occluder (aso) was implanted. On (B)(6) 2016, a tee revealed the aso had embolized into the abdominal aorta. The aso was snared through an 18f femoral sheath and the patient was reported to be stable. The patient will be rescheduled for another implant in the future.